Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited intermittent atrial under-sensing. Atrial fibrillation was occasionally under-sensed. Programming changes were discussed. No programming changes were made at this time. There were no patient symptoms reported.